Event description:
It was reported that during a shoulder surgery there was a problem with the anchor holding on a particularly porotic bone. The implant tore out. The surgery was finished successfully with replacing the device by a larger size. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update swit 10-sep-2024: further information was provided that nothing broke off. The anchor just pulled out and didn´t hold in the bone. The surgeon completed the surgery with a larger diameter (5.5mm).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.